Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction and vessel spasm is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to vessel spasm contributing to coronary occlusion including patient factors and comorbidities. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors and comorbidities not provided may have contributed to the coronary vessel spasm during the tavr procedure and subsequent placement of a stent. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6) during a transfemoral tavr, coronary protection was applied prior to valve deployment due to the low height of the left coronary artery (lca). Right after a 26mm sapien 3 valve was deployment, the blood pressure did not recover. Aortography (aog) showed sign of a ¿likely spasm¿. An emergency percutaneous coronary intervention (pci) was performed and a stent was implanted. At the time of the report, the patient was in stable condition. The valve remains deployed in the patient and will not be returned for evaluation.

Manufacturer narrative:
Reference CAPA-20-00141.